Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.